Manufacturer narrative:
There were two occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2024-00064, 2245270-2024-00065. The malfunctioning devices will be returned to the manufacturer and upon receipt, an investigation will be conducted. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
7/24 leaking about 3 cm from hub. 7/25 leaking at hub.